Manufacturer narrative:
The insulin pump was received with missing segment due to cracked zebra connector at lcd board. No button error alarm during testing. However the device had intermittent buttons response due to corroded keypad traces. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error. It was stated that the customer went horseback riding but the device was not bumped or dropped. Blood glucose value was 144 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.